Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The exposed rv coil was distorted at 60.5 cm. The exposed rv coil was curved with no stylet in the lead. The curve in the coil of the exposed rv coil was not present with a stylet inserted in the lead but the distortion at 60.5 cm was present which contributed to the curve of the exposed rv coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant of a right ventricular (rv) lead, the physician experienced placement difficulties due to a curve of the lead body. It was noted that even with a straight stylet inserted, there was an inherent curve to the lead which caused the lead to ride up the septum into the outflow tract. The physician reported that it was very difficult to place the lead into an apical/septal position. The physician questioned if there was a design change in manufacturing of the lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.